Event description:
A patient reported experiencing inaccurate low results with a otp meter. There are two meter results that are being compared to a lab result. The patient's blood glucose results were 339 mg/dl (meter), 547 mg/dl (lab). Tests were done within 10 minutes with a difference of 31%. The patient's blood glucose results were 364 mg/dl (meter), 547 mg/dl (lab). Tests were done within 10 minutes apart with a difference 25%. Patient did not experience any adverse events. No further information has been reported.